Event description:
A customer contacted baxter's technical service center assistance for the homechoice (hc) unit regarding another matter. The home patient(hp)'s sister states that the hp is in hospital. A couple of days ago the hp had alarms but was too sick to correct or call. The hp's daughter advised the home patient (hp) sister of the fca letter. The technical service representative (tsr) reviewed letter with sister. She stated that the hp had some of the symptoms such as difficulty breathing, difficulty eating and abdominal pain. The cg states that the hp is on hospital machine and she also stated that the hp has pneumonia, esophagus reflux, peritonitis and no other information is available. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). Device not available.